Event description:
The customer reported observing a leak of clear fluid, of unknown volume on the sample tube tops. The customer stated that the source may possibly be from a broken sample probe of the coulter act 5diff autoloader (al); the leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak from a crack in the probe rinse block.the fse replaced the sampling probe rinse block resolving the leak. (B)(4).